Manufacturer narrative:
This serves as a correction report. The customer was successfully contacted and verified there was no report of fire, smoke, explosion, burns or shock. The previous reports was sent in error.

Event description:
A customer reports "evidence of fire" from their abbott diabetes care device. The customer further detailed, "burning" from the device however, no further details were porvided. There was no report of visible fire, smoke, explosion, or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
A customer reports "evidence of fire" from their abbott diabetes care device. The customer further detailed, "burning" from the device however, no further details were provided. There was no report of visible fire, smoke, explosion, or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The reported product has been returned and is currenlty undergoing investigation. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.